Event description:
Patient's legal counsel reports patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, difficulty walking, stiffness, loss of range of motion, grinding, discomfort, femoral shaft fracture during revision, inflammation, and weakness. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." "Material sensitivity reactions." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-00324 / -00325 & -00368).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reports patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, difficulty walking, stiffness, loss of range of motion, grinding, discomfort, femoral shaft fracture during revision, inflammation, and weakness. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain and suspected acetabular loosening. Operative report noted the modular head could not be removed utilizing standard technique as it was affixed. Extended trochanteric osteotomies were performed to remove the femoral stem to remove the metal on metal articulation. Operative report further noted the acetabular cup was well fixed. The modular head, femoral stem and taper adapter were removed and replaced and a liner and cables were implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reports patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Subsequently the patient was revised on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, difficulty walking, stiffness, loss of range of motion, grinding, discomfort, femoral shaft fracture during revision, inflammation, and weakness. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain and suspected acetabular loosening. Operative report further noted the modular head could not be removed utilizing standard technique as it was affixed. Extended trochanteric osteotomies were performed to remove the femoral stem to remove the metal on metal articulation. The modular head, femoral stem and taper adapter were removed and replaced and a liner and cables were implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.